Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, multiple attempts were needed to implant the left ventricular (lv) lead resulting in lead wear and no pacing. The lv lead was removed and a replacement lead was implanted successfully. No patient complications have been reported as a result of this event.